Manufacturer narrative:
Product ID: 74002, lot# n240868, implanted: (B)(6) 2010, product type: adapter. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3998, lot# j0454708v, implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the old leads and extensions were removed and replaced with a paddle electrode.